Event description:
Clinical trial: it was reported that during a coronary artery drug eluting stenting procedure balloon withdrawal resistance and slow deflation occurred. The index procedure treated a 3.0x12mm lesion of the 70% stenosed, mildly tortuous, mildly calcified mid rca (right coronary artery). Treatment consisted of direct stenting using a 3.0x16mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Moderate balloon withdrawal resistance and slow deflation were noted during the procedure. There was no difficulty inflating the balloon, the balloon was inflated for 15 seconds and had been deflated for 15 seconds prior to attempting to remove the stent delivery system balloon. The balloon was removed intact and the stent remained in the patient. The events were reported as resolved without treatment. There were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.